Event description:
It was reported that prior to an open bowel procedure, it was noted that the packaging of three devices were puncture and were no longer sterile. The devices were not used. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External cause packages were received in their individual cartons. Each of the cartons showed evidence of handling such as ripped corners but there were no holes in the cartons nor any indentations from external impact. Foam end caps were missing from the cartons. Each of the devices was seated into the blister at the base of the handle, but the distal end of each tube was not snapped properly into the blisters. During the packaging process, the devices are snapped firmly into the blisters. The cartons had sequential individual label numbers (labels 254, 255, 256) indicating that the three were likely together in the same shipper carton. Each of the packages tyvek showed scrapes on the inside surface where the tip of the tube scraped the tyvek. Each of the packages had different sized holes, but all were in the same location and were caused by impact that came from the outside, which ripped the tyvek where it was raised up around the distal end of the devices. Each impact came from the same direction, causing the tyvek around the hole to be bunched up at an angle the instruments did not puncture the tyvek, but the raised up and out of place instruments caused the tyvek to be tented up making it vulnerable to damage. The cartons had no corresponding damage. In production, the packages are inserted handle-side first and the tyvek side of the package to the flap side of the carton, so the carton cannot rip the tyvek when product is placed into the sales unit, therefore, the damage most likely occurred to the packages while outside of the carton. During analysis, one of the packages was subjected to abusive testing to determine how easy or difficult it is to get the devices out of their snap fits in the blister. First, the device was manually pressed into the snap fits. Package was hit hard on counter from multiple positions and angles and device did not release from snaps. The three affected packages were likely subjected to some rough handling during transit or storage.